Event description:
The patient called and reported that the right ventricular lead fractured. It was also reported by the clinic nurse that during a follow-up visit, the rv lead had undersensing observed on the electrocardiogram and a pacing impedance measurement that suddenly increased to greater than 2000 ohms approximately 6 months ago. Additionally, there were multiple ventricular fibrillation episodes tha t were inappropriately detected due to noise found on the lead, which did not result in therapy. The rv was scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.